Event description:
It was reported that a user did not observe insulin drops during a supply change and, upon removing the prefilled cartridge from the ilet, noted insulin leaking from the cartridge; the user identified the issue and proceeded with use after reseating or replacing the cartridge as part of troubleshooting and education. Investigation of this case revealed a cartridge leak consistent with a device component integrity or connection issue at the cartridge interface, with no alerts or alarms reported. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was likely user handling or connection insufficiency during cartridge installation.